Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 178552, cps short anchor plug 10mm, lot# 671430; catalog #: 178529, cps transverse pin 6pk 40mm, lot# 071000; catalog #: cp0001408, qd tibial bearing right, lot # 618160; catalog #: cp0001411, short compress spindle 600lb, lot # 999920; catalog #: cp0001428, std cmprs spindle ellipt 800lb, lot # 006230; catalog #: cp0001407, qd modular tibia 63mm, lot # 617740; catalog #: cp0001406, qd mod fem w cmprs tpr 5cm rt, lot # 617080; catalog #: cp0001410, qd knee axle, lot # 619680; catalog #: cp0001409, qd tibial bushing set, lot # 619540; catalog #: 178627, red exp dst fml 18cm lft assy, lot # 704480; catalog #: 178535, cps centering sleeve 13mm, lot # 743500; catalog #: 178512, cps nut co-cr-mo alloy, lot # 071000; catalog #: 150483, oss segmental stacking adapter, lot # 490080; catalog #: 151824, oss spiked washer, lot # 040480; catalog #: 178711, cps/oss 5cm tpr adapt w/oss sc, lot # 708770; catalog #: 150483, oss segmental stacking adapter, lot # 975090; catalog #: 150469, oss 13cm diaphyseal segment, lot # 099780; catalog #: 151828, oss 6mm spiked washer bolt, lot # 689330. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02193, 0001825034-2019-02198.

Event description:
It was reported that after surgery the patient had approximately 6 months pain free walking and 2 month of golfing. However, the pain worsened and the patient reported clicking and popping. Imaging showed a failed compress. Which had disengaged with the tibia through a tibia fracture, the anchor plug had also broken. This lead to the decision of an above knee amputation.

Event description:
No further event information available at the time of this report

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was able to be confirmed due to visual evaluation showing the anchor plug to be fractured. The medical records stated the patient was experiencing pain and noise. X-rays showed the compress failed as well as disengaged from the proximal tibia. The fractured anchor plug was noted in the x-rays as well. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.